Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon is due to a failure of the circuit (cm) board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the image was flickering and scrambled due to a faulty circuit board (cm board). Additionally, the front panel, back panel chassis were cracked and rusty respectively. The faulty parts need replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that during a gallstone procedure, the visera elite video system center image disappeared. The procedure was extended for about 15 minutes which caused the patient to be under general anesthesia for an additional fifteen (15) minutes. The procedure was completed with similar device and there was no harm or user injury reported due to the event.